Event description:
Customer reported via phone call to have low blood glucose of 50 mg/dl and wanted to check settings. After troubleshooting, it was found that all functions were correct. Customer was advised to consult with healthcare professional regarding low blood glucose and settings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.